Manufacturer narrative:
The reported event (power switching) could not be confirmed via logs nor reproduced during bench testing for any of the devices. (B)(4) - battery / catalog number 1650de / expiration date 04/30/2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04/30/2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04/30/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report three of three reports (3007042319-2015-03272, 3007042319-2015-03273 and 3007042319-2015-03274) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. The following devices were returned to the manufacturer on 11/19/2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This is report one of three reports (3007042319-2015-03272,03273,03274) submitted for devices related to the same event.

Event description:
It was reported that during a clinic visit battery switching was seen upon review of log files. The patient was unaware of the issue and thought the equipment was working well. The controller and batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.